Event description:
It was reported during a routine removal procedure, the driver tip broke. It is unknown if any fragments of the driver tip remain in the patient. This report is related to report number 3025141-2023-00055 for the driver involved in this event.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.